Manufacturer narrative:
(B)(4) atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. It has been demonstrated that post-operative af tends to occur within 2 to 4 days after the procedure, with a peak incidence on postoperative day 2. Seventy (70) % of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. The root cause of this event cannot be determined with the available information. There is no information suggesting there was any device malfunction and/or deficiency. It was reported that the patient was treated successfully with xarelto. On post-operative day 6, the patient underwent synchronized dc cardioversion and sinus rhythm was restored. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 23 mm pericardial aortic valve experienced new onset atrial fibrillation immediately post-operatively. Per the avr operative report, post valve implant, tee was performed and it demonstrated the valve to be seated nicely into position and functioning normally with no evidence of perivalvular leak. It was noted that as the patient began to re-warm, he initially had slow ventricular tachycardia. It was cardioverted once and the patient resumed a spontaneous normal sinus rhythm. The patient developed atrial flutter on pod #3 with variable av conduction. He was started on low dose metoprolol. The patient had no history of any arrhythmias; however, he noted that he had similar episodes of fluttering in the past and typically terminated spontaneously. The patient was treated successfully with xarelto. On pod #6, the patient underwent synchronized dc cardioversion and sinus rhythm was restored.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.